Event description:
It was reported that a clearlink continu-flo solution set had a hole in the IV tubing and had leaked enzyme. The event occurred during priming. The reporter described the hole as a ¿little nick in the tubing.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.